Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that during an infusion the device alarmed for occlusion and when the user attended to it, they noticed that the silicone segment of the administration set had ballooned up. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
No available code for undetermined or unknown cause. The customer¿s report of silicone segment ballooned was confirmed. Visual inspection of the set noted ballooning at the upper pumping segment component. There were no other anomalies observed. Functional testing resulted in no defects on the set. The root cause of silicone segment ballooned was not identified.